Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in pt for endovascular treatment of an abdominal aortic aneurysm. The pt had severely tortuous iliac arteries and a 45-degree angled aortic neck. It was reported that after the bifurcated device was deployed it slipped down about 1 cm because of the angulation in the aortic neck; therefore, a 26 mm x 3.75 cm aortic cuff was implanted to ensure an adequate seal. No clinical sequelae were reported, and the pt is reported to be fine.